Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose for a week. Customer stated the highest her blood glucose was 375 mg/dl and it would hardly go under 200 mg/dl. Customer called the emergency room and she was informed to treat with manual injection. Customer reported she was using larger amounts of insulin and blood glucose will not lower. Troubleshooting was performed. Settings were correct on the device. Customer stated the only thing unusual was daily totals were higher then normal, 52.8 and 50.6 units of insulin where previously should would take 32.6, 34.6, or 33.2 units. Customer's current blood glucose was 78 mg/dl. No further information reported.